Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the patient that two infusion set tubing was leaking at around the adhesive. Event occurred on 03/20/2024 and 03/27/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available